Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had high impedances on their left lead and was unable to enter MRI mode, and their right lead had migrated. Surgical intervention was undertaken on (B)(6) 2026, and the left lead was explanted and replaced, and the right lead was repositioned.